Manufacturer narrative:
Correction: supplemental correction report needed for correction of implant date from (B)(6) 2019 to (B)(6) 2011. An event of unspecified structural valve deterioration was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined; however, information from the field indicated that a smaller, 19mm valve was subsequently implanted.

Event description:
On (B)(6) 2011, a 21mm trifecta valve was implanted. On (B)(6) 2019, structural valve deterioration was detected. On 16 january 2019 the trifecta valve was explanted and replaced with a 19mm carbomedics prosthesis (model number: unknown). No patient consequences were reported. (Clinical study patient ID (B)(4).

Manufacturer narrative:
Further information regarding this event has been requested. Investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2019, a 21mm trifecta valve was implanted. On (B)(6) 2019, structural valve deterioration was detected. On (B)(6) 2019 the trifecta valve was explanted and replaced with a 19mm carbomedics prosthesis (model number: unknown). No patient consequences were reported. (B)(6).